Manufacturer narrative:
Addition information: new information received states, the patient was expired on (B)(6) 2017.

Event description:
New information received states, the patient was expired on (B)(6) 2017.

Event description:
It was reported that the patient expired during an upgrade procedure. The patient went into pulseless electrical activity during the placement of the lv lead and was unable to be resuscitated. Physician believes death was due to anesthesia and there is no complaint on the device.